Event description:
Plate and screw removal due to irritation.

Manufacturer narrative:
An acute innovations rep attended a rib plate removal case. Pt had reported pain, presumably due to his rib plates initially implanted in (B)(6) 2011. The surgeon noted that this pt had elbow plates [none acute innovations product] also implanted and that he experienced pain from those implants and choose to have them removed. The pt reported pain relief from removal of the elbow plates. The surgeon removed 5 ribloc rib fracture plates and associated screws and 2 competitor rib plates and associated screws. Surgeon reported that all fractures had healed. And removal of all ribloc plates and screws was successfully accomplished without incident. Model #s rbp 1122 (qty 1), 1101 (qty 2), 1102 (qty 1), 1201 (qty 12), 1202 (qty 8) and 1212 (qty 2). Lot #s: rib fracture plates l0906037, l0906037, l1009006, l0906045, l0908001. Primary screws l1102004, l1102010, l0906024. Intermediate screws l0906030, l1105011.